Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
In (B)(6) 2001, a straight-in sacral colpopexy procedure was done. In (B)(6) 2003, the pt experienced bleeding from erosion that was infection induced. A repair was done after 6 weeks of estrogen cream. In (B)(6) 2007, bleeding recurred, a rectal fistula was suspected and ruled out by scope procedure done on the physician's office. In (B)(6) 2007, the pt experienced continued bleeding and discharge. On (B)(6) 2007, the mesh and right ovary were removed, reportedly as a result of long-term infection which required an extended hospital stay and antibiotic therapy.